Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was returned severed approximately 6.8 centimeters (cm) from the terminal end. Only the proximal segment was returned. A thorough evaluation of the lead segment was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Visual inspection of the lead segment revealed no abnormalities. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing impedance and threshold measurements. The impedance measurements eventually increased to greater than 2500 ohms. All other lead measurements were normal, there was no noise, and the patient was not rv pacemaker dependent. Continued monitoring was discussed with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service. The lead was later explanted and returned.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing impedance and threshold measurements. The impedance measurements eventually increased to greater than 2500 ohms. All other lead measurements were normal, there was no noise, and the patient was not rv pacemaker dependent. Continued monitoring was discussed with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.